Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillators battery is end of life. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips customer support engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device prompted to replace the battery. Available details indicate that the battery has reached the end of its life. As a result, the battery was replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be caused by a defective battery (battery at the end of life). The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The battery was replaced to resolve the issue, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.